Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failures. The customer blood glucose level was 8.0 mmol/l at the time of the incident. The customer did troubleshoot and the error reoccured. The insulin pump will not be returned for analysis.